Event description:
Medwatch report sent by the customer. It was reported by the customer that this event involved a year old female pt. As soon as the "wire" entered the heart the physician and staff reported that a clot was immediately visible under fluoroscopy. It rapidly grew in size, creating lethal rhythm changes. As a result, intervention surgery was required. In 2008, received further info from the sales rep stating that all the event info was correct, however, the word "wire" was inadvertently used for the word catheter. He also stated that the clot began to form around the catheter approx 10 minutes after the catheter entered the heart.